Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification. The 3.0 x 8 mm nc trek balloon was advanced, but did not cross the lesion as resistance was met and the shaft separated inside the guiding catheter. It is unknown if the resistance was with the vessel or with the guiding catheter. The separated portion of the shaft and the guiding catheter were removed as a unit. A new nc trek balloon was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. However, the failure to cross and difficulty to position could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.